Event description:
It was reported by a vns patient's caregiver that once the device was turned on, the patient had a grand mal seizure and was taken to the emergency room. The patient has not had this type of seizure in several years. The patient's device was turned off by her treating physician. Good faith attempts to obtain additional information surrounding the patient's event have been unsuccessful.